Event description:
It was reported to boston scientific, that during an attempted procedure to deliver a stent to the middle cerebral artery (mca), the device could not be released due to severe tortuous anatomy of the vessel. When the physician tried to retrieved the stent, it was released accidentally at the inner carotid artery (ica) c1 section. Patient condition is reported as stable.